Event description:
In community pharmacy setting, a pt received a box (50 count) of true track test strips. Pt should have received a box of true test strips for a true result meter. Pt discovered the error as the test strips were not correct for his type of meter. Pt returned to the pharmacy and the correct test strips were dispensed. This error was a result of 2 medications that sound alike. To prevent this error in the future, the ndc's should be checked. Medications administered to or used by the pt: yes. Where did the error occur: community pharmacy. Type of staff made initial error: pharmacist. Pt counseling provided: unk. Reporter's recommendations: to prevent this error in the future the ndc's should be checked. (B)(4).